Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: the information related to surgical placement of the feeding tube was reviewed with clinical personnel. In this case, the health professional opted to place the feeding tube surgically instead of endoscopically. This was performed to finish the initially intended procedure. During a feeding tube placement procedure, it is understood among clinical professionals that using another method of placement may be required based on the patient's response to the procedure or other unforeseen events. The information provided indicated the abdomen was more muscular than typically seen by this physician for this type of procedure and the initial incision may have not been long enough. These details suggest resistance in feeding tube placement may have occurred. If additional pressure was applied during the attempted placement, perhaps in response to resistance encountered, this could have contributed to feeding tube separation at the transition joint. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
According to the physician, the patient had a more muscular stomach than most patients seen for this procedure and the initial surgical incision for feeding tube placement may not have been long enough. During attempted placement of a cook flow 20 percutaneous endoscopic gastrostomy tube, the feeding tube reportedly broke into two sections when pulling the tube through the stomach wall for placement. The break was described as tubing separation at the transition joint. Due to the location of the transition joint, both sections of the feeding tube remained under control of the physician. Therefore, a foreign object did not have to be retrieved from the patient. After an unsuccessful attempt to place this feeding tube by the gi team, the patient was transferred to the surgery department for surgical placement of a feeding tube. The surgery team extended the initial incision and experienced no complications when placing a different peg feeding tube. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.